Manufacturer narrative:
(B)(4).

Event description:
It was reported that abutment screw fractured in a patients mouth. Dentist is attempting to remove screw if it cannot be removed then the patient will be refer to a periodontics to reattempt.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One gold-tite® hexed screw was returned for inspection. A visual inspection revealed that the screw was fractured at the middle of the threaded region. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction. On screw placement as well as recommended torque values. In the case of gold-tite® hexed screws, it is recommended to torque at 20 ncm. The returned x-ray shows an unknown implant containing the fractured bottom portion of the reported screw. A root cause for the complaint could not be determined. The following sections have been updated: (B)(4). Reporter's name was not provided. Narrative was not included in initial report (MFR 0001038806-2018-00691).

Manufacturer narrative:
An x-ray documenting the event was received.